Event description:
It was reported that two set screws were not able to be tightened, and one screw was damaged during the surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage on the first ~1-2 threads of the break off setscrew; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with misalignment of the mas head and set screw threads during construct assembly. Functional evaluation with sample m8 mas saddle found both complaint return boss's will not engage. Measurement of the fas internal rod saddle width found to be within print specification condition on the head. After visual, optical and dimensional inspection, the above observations are consistent with intraoperative misalignment of the fas head and boss.